Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of pain at the implantable pulse generator (ipg) site. It was also noted that the right ventricular (rv) lead exhibited high thresholds. Both the ipg and rv lead remains in use. No patient complications have been reported as a result of this event.